Event description:
Intractable pain following right inguinal hernia repair with extra large marlex patch and a bard perfix plug. Debilitating right groin pain along the inguinal ligament up toward the anterior superior iliac spine. Pain radiates from the anterior superior iliac spine into the scar and toward the scrotum. There is tenderness in the testicle with pain in the medial thigh skin, the skin around the scrotum, and along the course of the inguinal ligament. There was significant bruising and swelling of the right groin, upper thigh, and scrotum immediately following surgery. Pain mgmt with lidocane patches and trigger point injections failed to be effective. Nerve block produced immediate, but temporary relief. Dates of use: 2005 - 2008. Diagnosis or reason for use: right inguinal hernia.